Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial, dry with clear surgical residue/debris on the lens. Visual inspection found the lens haptic torn and residue and debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -9.5/2.5/90 (sphere/cylinder/axis), implantable collamer lens tore before/during loading. There was no patient contact. The reporter stated that the damage was noted during pulling to the tip of the cartridge. Rushed loading was reported for cause of event, the reporter stated, "the doctor is experienced and its not common for her to mess up the loading of lens". On (B)(6) 2019 a replacement lens was implanted, and it resolved the problem.